Event description:
Philips received a complaint by the customer on the v60 indicating that there was an issue with the proximal pressure sensor. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The investigation is ongoing.

Manufacturer narrative:
The customer called technical support to report that there was an issue with the proximal pressure sensor. Per good faith effort (gfe) response, the authorized service provider (asp) engineer found that the data acquisition (da) printed circuit board assembly (pcba) was faulty and needed to be replaced. The asp engineer replaced the da pcba and verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened. Additionally, the asp engineer confirmed that there was no patient involvement at the time the issue was discovered, and the defective part (da pcba) will not be returned.